Event description:
The male pt received a precise stent in the carotid. An angioguard had been successfully deployed. Post stent deployment, the pt had a sudden neurological deficit reported as aphasia and right hemiparesis which was diagnosed as a transient ischemic attack. The angioguard was still in place when the events began to occur. The pt had partial recovery with minor residual.

Manufacturer narrative:
The device is one of two products associated with this event. Please refer to MFR report # 1016427-2008-00241. The product remains implanted in the pt and was not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional info will be submitted within thirty days upon receipt.